Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump and a manual dose injection. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.